Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-01993. It was reported the patient lost stimulation. Reportedly, x-rays were taken and confirm lead migration. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-01993. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the leads were pulled further down into the epidural space. Adequate coverage was achieved postoperatively. The issue is resolved